Event description:
It was reported that; after surgeon has inserted the screw, and removing the instrument, surgeon noticed that the tip of instrument was damaged and could not be used on another surgery. The procedure was an cervical anterior arthrodesis.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: manufacturing records were reviewed and no issues were found for this lot number. Conclusion: the stryker rep did not respond to any questions and did not return the parts, so the probable root cause is not determined due to lack of parts available.

Event description:
It was reported that; after surgeon has inserted the screw, and removing the instrument, surgeon noticed that the tip of instrument was damaged and could not be used on another surgery. The procedure was an cervical anterior arthrodesis.